Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the shocking lead impedance measurement on this right ventricular (rv) lead was high and out of range; reportedly, impedance had been climbing over the past year. No adverse patient effects were reported. This lead remains in service. Boston scientific technical services (ts) suggested lead testing to determine actual impedance values. No adverse patient effects were reported. Remains in service.